Event description:
The arthroplasty was revised due infection. The components were implanted in situ for ~ 1.8 y. The acetabular shell, acetabular liner, femoral head components were revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 50mm; cat# 542-11-50e; lot# 31441701; v40 cocr lfit head 40mm/+0; cat# 6260-9-140; lot# mjdhah; accolade (127 deg) size 3.5; cat# 6021-3535; lot# 32980103. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Photographs of the explanted devices were provided. Damage on the polyethylene appears typical for damage acquired during surgical removal. There are no device-related factors evident in this case and this pi is not device related. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other relevant events for the reported lot or sterile lot ids. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
The arthroplasty was revised due infection. The components were implanted in situ for ~ 1.8 y. The acetabular shell, acetabular liner, femoral head components were revised.